Event description:
It was reported that the customer experienced a power outage at the hospital and now the 2800 sys will not power up. It was noted that there was a power surge and the power circuit is damaged on the monitor cart. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Replaced the power control and surge suppressor pcbs. The sys was tested and found to be working as intended and placed back into svc.